Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. There was no evidence the device was in patient use. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to a third-party service center for evaluation and there were no power issues observed. The device powered on as designed and operated without issues. The device error logs revealed "service required" alarms indicating an issue with the oxygen blending module o2 sensor. For all instances of the alarm, the error log indicates that the code was generated due to a fault with the oxygen blender module's o2 sensor. The o2 sensor is used to monitor the oxygen level inside the oxygen blending module. This type of failure would not affect the ability of the device to provide therapy to published specifications. An error indicating a communication error between the host and oxygen blending module was observed in the event log. The alarm occurred in 2022 and was addressed and reported to the FDA at that time.